Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the right axillary graft site for the 67-year-old female patient who had been admitted in for surgery, specifically coronary artery bypass graft surgery (CABG) for coronary artery disease. She presented in scai stage d shock at pump insertion. Other underlying medical history was not shared, beyond the aorta being severely calcified. The surgical patient was observed to have suffered an embolic stroke and did not awaken after the CABG surgery. CT imaging was performed but, no intervention was initiated as care was withdrawn on day 4 and patient expired. The death is being conservatively reported; however, based on the available information, the patient¿s death is more likely attributable to the neurological status postoperative and decision to withdraw care. The possible contribution of the pump use to the embolic stroke has not been shared by the medical team. While on support the pump functioned as expected, p-6 with 2.6l/min flow with d5w with sodium bicarbonate in the purge solution.